Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time. Cross reference MFR. Report number: 8010047-2017-00284.

Event description:
During a polypectomy, the subject device was used. On april 19, 2017, the subject device was returned to olympus medical systems corp. (Omsc). As a result of the investigation, omsc found that the subject device had already be over the sterilization expiration date when the device was used. The intended procedure was completed with the subject device. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00605 to provide additional information. As additional information, the sales representative reported that no information was provided by hospital but the hospital might not manage correctly the expiration date of their stock for this device. Based on the above, olympus medical systems corp. (Omsc) presumes that the subject device might be over the sterilization expiration date because the sterilization expiration date of the subject device was not managed in the hospital. Cross reference MFR. Report number: 8010047-2017-00284.